Manufacturer narrative:
This model is not sold or marketed in the u.s. However, it is similar to device: model #6625-lp; brand name: carpentier-edwards duraflex low pressure mitral bioprosthesis; PMA #p870077. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular dysfunction. Multiple requests for additional information have been performed; however, the healthcare provider has not provided any additional details regarding this event. Although the reason for the valve-in-valve is unknown, there has been no allegation of product malfunction or deficiency contributing to the event. The reported event cannot be confirmed with the available information. The root cause of this event remains indeterminable. Edwards lifesciences will continue to monitor all reported events. If any new information is received, a supplemental report will be submitted accordingly. No further actions are required at this time.

Event description:
Edwards received notification that this (B)(6) y-o female patient with a bioprosthetic mitral valve, implanted for 12 years and 8 months, underwent a valve-in-valve procedure. The failure mode of the pre-existing surgical valve was not provided. A tmvr was performed with an edwards transcatheter valve using a trans-septal approach. The patient was noted to be hospitalized in stable condition after the procedure.

Manufacturer narrative:
Reference CAPA-20-00141.